Event description:
It was reported by the customer that pyxis anesthesia es system was not communicating. The customer reported that malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station had a blue screen. A field service engineer reimaged the station to 1.7.4 performed a database synchronization, and configured the station to automatically reboot into the application. The system functioned as intended after the field service engineer troubleshooted the device.